Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge emergency support consultant (esc) was able to resolve the issue over the phone. The esp explained to the customer that the iabp unit was operating as expected and the trigger was maximizing support to the patient due to the irregularity of the cardiac rhythm. The esp advised that the customer call if they have questions instead of doing something ill-advised as in this case. The iabp unit was reported to be functioning normally and it was noted that the issue was caused due to user error and no service was required. The current status of the iabp unit is unknown at this time, and attempts are being made to obtain information. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use on a patient, the ECG signals on the cardiosave intra-aortic balloon pump (iabp) were not triggering. It was later reported that the end user switched the iabp unit to pressure trigger mode because the iabp unit was pumping irregularly in the situation of the patient's type 2 atrioventricular (av) heart block. There was no known harm or injury to the patient; however no adverse event was reported.

Manufacturer narrative:
A getinge emergency support consultant (esc) reported that it was believed the iabp was returned to clinical use once the customer understood that there was nothing wrong with it. A telephone good faith effort attempt was made to the customer to obtain additional information, and the customer reported that the iabp unit involved in this event has been returned to clinical use. The iabp unit involved in this event (cardiosave sn# (B)(6)) has been returned to use. In addition, the facility only has two iabp units and both iabp units are cleared for use.

Event description:
It was reported that during use on a patient, the ECG signals on the cardiosave intra-aortic balloon pump (iabp) were not triggering. It was later reported that the end user switched the iabp unit to pressure trigger mode because the iabp unit was pumping irregularly in the situation of the patient's type 2 atrioventricular (av) heart block. There was no known harm or injury to the patient; however no adverse event was reported.